Event description:
It was reported that, "put the stem on the stem inserter, and dr went to insert the stem and the threaded end broke off, leaving the threads in the stem. Rep was going to get another stem, but while he went to do that, the dr was able to get the threads out, and so continued the surgery with the original stem."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.